Manufacturer narrative:
As reported, the patient had a possible allergic reaction post implant of the ventralight st mesh. The patient's allergist has been provided with a sample mesh to perform reactivity testing. As reported, the testing has not been scheduled. Based on the information provided to date, no conclusion can be made. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. Note, the date of event is considered to be a best estimate as 15-jul-2024 based on the provided information. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during robotic incarcerated incisional hernia repair on (B)(6) 2023, patient was implanted with a ventralight st mesh. It was reported that shortly after the implant patient developed an allergic reaction, sensitivity and presented with complaints of itching, redness around the area of implant and started applying a steroid cream to assist the reported symptoms. It was reported that this condition was initially observed in july, and still on-going.

Manufacturer narrative:
As reported, the patient had a possible allergic reaction post implant of the ventralight st mesh. The patient's allergist has been provided with a sample mesh to perform reactivity testing. As reported, the testing has not been scheduled. Based on the information provided to date, no conclusion can be made. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. Note, the date of event is considered to be a best estimate as 15-jul-2024 based on the provided information. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the reactivity test result. Reactivity testing has been performed and as reported the results were negative for a reaction to the mesh sample whereas positive for bacitracin, parthenolide, disperse blue 106, epoxy resin and p-phenylene diamine. However, based on testing performed the postoperative conditions experienced by the patient do not appear to be caused by the ventralight st used to treat the patient. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during robotic incarcerated incisional hernia repair on (B)(6) 2023, patient was implanted with a ventralight st mesh. It was reported that shortly after the implant patient developed an allergic reaction, sensitivity and presented with complaints of itching, redness around the area of implant and started applying a steroid cream to assist the reported symptoms. It was reported that this condition was initially observed in (B)(6), and still on-going. Addendum: the doctor was provided with a sample mesh to perform mesh reactivity testing on the patient. The patient underwent reactivity testing with a mesh sample on (B)(6) 2024. Reactivity test results showed no reaction to the ventralight st mesh and reported that bacitracin was most concerning.